Event description:
It was reported that a spectrum infusion pump failed accuracy testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'fails accuracy test' was not reproduced. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed 4 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review revealed evaluation serviced the device for a similar complaint. Evaluation found the reported problem could not be reproduced and no cause was found. All required service actions were completed in the last service cycle. The reported condition was not verified. The cause of the condition was not determined. The pressure plate will be adjusted due to repeat service. Should additional relevant information become available, a supplemental report will be submitted.